Event description:
The actual residual volume was greater than the expected residual volume (values not provided). The pt was on a high intrathecal dose and also oral meds. There were no alarms and the drug prescription was confirmed. Upon attempting a dye study, the catheter could not be aspirated. The tip of the catheter could not clearly be seen and it seemed "wavy" and in an awkward position. A therapeutic bolus was given and the pt responded. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).